Event description:
Patient required a revision surgery on (B)(6) 2019 after dislocation. Primary surgery occurred on (B)(6) 2019. During revision, the surgeon performed a poly swap, explanting the 135/145 36/+6 humeral cup and replacing it with a larger 135/145 36/+9 humeral cup.